Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the device displayed a green light after white balancing and flickered slightly on the screen before white balancing during inspection for use involving an olympus laparoscope, gynecologic. There were no reports of patient involvement.